Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion test, prime test and excessive no delivery test due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with stripped battery cap coin slot. The insulin pump was received with cracked case at display window corners. The insulin pump was received with minor scratched lcd window.(B)(4).

Event description:
The customer reported via phone call that they were unable to remove the battery cap on the insulin pump. Customer reported the battery was depleted, but they were unable to change the battery due to the battery cap anomaly. Customer's blood glucose was 400 mg/dl as a result. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.